Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, when the reload was newly delivered, a visual inspection was done from outside the package, five devices with yellow tab floating off the reload were found. One of this device was opened and it shows that the yellow tab is deformed. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. A visual inspection of the opened product noted damage on the shipping wedge. Visual inspection of the sealed products noted that a gap between the shipping wedge and the reload could be seen. One reload was opened to investigate the gap. Once removed, damage could be seen on the shipping wedge. A gap between the shipping wedge and the reload could also be seen in all the remaining reloads. Functional testing was not performed and the three remaining devices remained sealed as the device packaging had to remain sealed for investigation of the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, when the reload was newly delivered, a visual inspection was done from outside the package, 5 devices with yellow tab floating off the reload were found. One of this device was opened and it shows that the yellow tab is deformed. There was no patient involvement.